Manufacturer narrative:
"Patient became "slightly" entrapped in the bed, but it was no big ordeal. For some reason, the nurse charted that the patient was found hanging off the bed over the siderail. However, this wasn't the case, but because of the nurse's charting, the state got involved and was cited." Hill-rom is unable to follow-up on this issue, due to the facility closing. No other information was obtained.

Event description:
Customer alleged the patient was "slightly" entrapped in the bed.